Manufacturer narrative:
Summary of eval: eval results suggest that this event is not in association with the device but rather is pt related.

Event description:
The gamma nail allegedly broke and had to be revised. No adverse consequenc to the pt or surgical delay was reported.